Event description:
Note: this report pertains to the first of two hologic devices used in the same procedure. See associated medwatch MFR's report #: 1222780-2013-00007. Following several cavity integrity assessment (cia) tests with 2 disposable devices during a novasure endometrial ablation the physician did a hysteroscopy and noted a perforation "at the left cornua of the fundus." The novasure procedure was aborted. No treatment was needed and the pt was discharged home. On (B)(6) 2012, it was reported that the pt is "doing fine." A hysteroscopy and dilatation (not hologic devices) were performed prior to the attempted ablation. It is not known when this perforation occurred or what instrument may have been the cause.

Manufacturer narrative:
The suresound is not being returned; therefore, a failure analysis of the complaint device can not be completed. Lot number of the suresound not provided by the complainant; therefore, the manufacture date is not known. Device history record (DHR) review could not be conducted for the suresound as a lot number was not provided by the complainant. According to the instructions for use (IFU): adverse events: potential adverse events include, but are not limited to perforation of the uterine wall. (B)(4).